Manufacturer narrative:
The technician could no longer adjust the brake/steer caster to allow the brake/steer pedal to return to the neutral position. He replaced the brake/steer caster assembly and adjusted the brake pin to repair the bed.

Event description:
Information received indicates the brake/steer caster is stuck in either steer or brake.